Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred.